Event description:
It was reported that the lead was explanted due to heart wall perforation which caused sensing and impedance issues. The perforation was confirmed via x-rays. Lead was explanted and replaced using a similar model. No additional adverse patient effects were reported.

Event description:
It was reported that the lead was explanted due to heart wall perforation which caused sensing, high capture thresholds and impedance issues. The perforation was confirmed via x-rays. Lead was explanted and replaced using a similar model. No additional adverse patient effects were reported.